Manufacturer narrative:
This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis. Device data shows that the ICD has reached the eri battery status. The battery did not deplete to or below the eos threshold.

Event description:
It was reported that the device was explanted and replaced due to eos status approx. 67 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.